Manufacturer narrative:
One used ls1500 ligasure device was received, and examination of the returned sample could not confirm the reported issue with retracting the knife. However, an alternative reportable issue of a detached component was identified. Visual inspection found the overmold on the jaw was damaged and a piece is missing. The knife blade deployed smoothly, but would not fully advance because of the broken jaw tip. The type of damage observed is consistent with mishandling the device during use. The investigation identified the root cause of the reported event to be user error. The instructions for use included with this product cautions users to carefully insert and withdraw instruments from cannulas to avoid possible damage to the device or injury to the patient. Ensure the jaws are closed before insertion/extraction from the trocar. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the knife blade of the device would not retract. No patient injury occurred. Examination of the received device found the jaw tip was damaged and a piece is missing. The customer was notified and confirmed that no piece of the device fell within the patient cavity.